Manufacturer narrative:
One device was returned for repair. This device has not been serviced in the review period. Visual and functional testing were performed. The primary reported problem of error code 41786 at startup was not duplicated. Found evidence in event history log of multiple system fault alarms 41786. The cause was an intermittent downstream occlusion (dso) sensor. Replaced the dso sensor to fix the reported problem and bring pump into full functionality. Device passed all functional tests after repairs.

Event description:
It was reported that the device exhibited error code 41786 at startup. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.